Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. There was no reported product deficiency. The reported death is listed in instructions for use (IFU), in the adverse events section as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The multi-link ultra referenced is being filed under a separate medwatch report. The additional adverse patient effects referenced are being filed under a separate medwatch report. Article, a no-option left main pci registry: outcomes and predictors of in hospital mortality utility of the logistic euroscore.

Event description:
This event was captured based on literature review. It was reported that a two-center retrospective study identified a total of 56 consecutive patients with unprotected left main percutaneous coronary intervention who were surgical turndowns or in extremis were included. Twenty-seven patients were treated with bare metal stents, including both multi-link ultra and multi-link vision stents. Twenty-eight patients were treated with drug eluting stents. Of the 56 patients, clinical outcomes were as follows: 48 % cardiac death, including myocardial infarction, cardiogenic shock; 4 % coronary artery bypass grafting (CABG); 4% stroke; 9 % retroperitoneal hemorrhage, limb ischemia, pseudoaneurysm; 23% hemoglobin drop; 32% blood transfusion. No additional information was provided.